Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient. Additional information is not available for this report.

Manufacturer narrative:
Additional information is provided. Corrected information is provided in section to confirm that no sample had been received for evaluation. No sample has been returned for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).